Event description:
It was reported that the patient presented remotely with an implantable cardioverter defibrillator that was post paced t-wave over-sensing. No programming changes were made. The patient was stable and was being monitored.